Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon inserted the reposition instrument in the maxilla complex , it was reported that the instrument was used before so this was the second time it was used. The tip/traded one broke and was left in the patient. No surgery is in planed to remove the piece. It was also reported that it was a 60 minutes delay in surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.